Manufacturer narrative:
This report is being submitted as follow up no. 1 to update if the device was evaluated by MFR and to provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. The carrier tube assembly was only returned for analysis. No other accessory components were returned for analysis visual inspection revealed that the deployment sleeve was in the forward lock position. The bypass tube was still secured to the carrier tube assembly. Microscopy analysis revealed that there was a kink identified at the proximal portion of the manufactured slit in the carrier tube assembly. The collagen had expanded from the slit due to contact with the blood. The IFU states: set the anchor - step: 1 - "confirm that the device sleeve has remained in the rear holding position. Carefully grasp the angio-seal device at the bypass tube. Cradle the angio-seal carrier tube in the palm of the hand and, with the reference indicator facing up, slowly insert the bypass tube and carrier tube into the hemostatic valve". There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, is likely that the reported event occurred while handling or inserting the device into the sheath. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was kinked as it was being inserted into the angio-seal sheath. Another device was opened and used without issue. The case was a stent assisted coiling of an aneurysm (neuro), using a 6fr guiding sheath, pre-deployment angiogram was taken. The patient condition was in stable. The procedure outcome was successful.